Manufacturer narrative:
The technician found the brake was setting at the foot end of the stretcher, but not holding at the head end. The head end brake rocker arm was broken with worn connector rods at the head and foot. He replaced the head end rocker arm and the connector rods to repair the stretcher.

Event description:
Info received indicates the head end brake is not locking.